Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in the emergency department due to a syncopal episode. Upon device interrogation, it was noted that no episodes were detected on the cardiac monitor. The cardiac monitor was explanted and the patient was implanted with a pacemaker. No patient complications have been reported as a result of this event.